Event description:
It was reported that the device was explanted after implant duration of approximately 19.1 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to endocarditis.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Event description:
It was reported that intraoperative impedance measurements with the system connected before surgical closure were all within normal range. During programming immediately post-op, impedance readings for some of the bipolar leads measured greater than 4000 ohms. All the lead combinations with electrode 0 measured greater than 4000 ohms. Pt felt no stimulation when tested on combinations with electrode 0. It was noted that the pt was getting stimulation on normal range pairs. Electrode 0 was not used for programming the pt's device. The pt outcome was reported as unk. Further information is being requested from the healthcare professional.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.